Manufacturer narrative:
UDI: not available since ide device. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2008, an aortic valve replacement was performed and this 21 mm trifecta valve was implanted. On (B)(6) 2017, the patient was diagnosed with structural valve deterioration with wear and moderate aortic regurgitation. On (B)(6) 2017, transesophageal echocardiography noted the cusps of the trifecta valve were thickened with decreased systolic opening due to calcification. On (B)(6) 2017, a tavr procedure was performed and a 20 mm edwards transcatheter valve was implanted. On (B)(6) 2017, the patient was discharged home in stable condition. (Clinical study patient (B)(6)).